Manufacturer narrative:
A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Received via medwatch report number (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had under infused during patient treatment in the intensive care unit. The patient was intubated and undergoing an esophagogastroduodenoscopy (upper gi endoscopy) at bedside at the time of the event. The patient was receiving a propofol drip at 50mcg/kg/min, programmed at 23.7ml/hr; however, it was observed that the propofol was not running as fast at it said it was and the patient was not adequately sedated. The pump was stopped, and a new setup was started on a different pump with a new propofol bottle and new tubing. The patient was observed to be better sedated. No additional information is available.